Manufacturer narrative:
Additional information became available on march 10, 2016 during qa follow-up and investigation, and the reportability was re-assessed. Inspection of the data logs confirmed the two alarms reported. Both alarms involved the 18 cm catheter on the right side. The total time ultrasound was on the right side was 7.16 hrs. Inspection of the iddc (the drug deliver catheter) electrical connector indicated saline incursion probably caused the alarms, as indicated by the surface corrosion noted on the iddc connector pins. Saline would form high impedance shorts between all of the pins. Ekos is reporting this as an MDR because of the re-treatment of the patient. The manufacturing records were reviewed and all applicable procedures were followed and appropriate quality inspections were performed prior to release of the catheter. The local ekos rep was advised to caution the customer about saline incursion. Ekos has not assigned a UDI to this device.

Event description:
Customer first called the ekos helpline at the beginning of a bilateral pe case reporting an alarm indicating the 18 cm catheter was disabled (a "red x over the iddc""), so that it could not deliver ultrasound. A subsequent customer contact several minutes later stated ultrasound was functioning. Later the customer called again, this time with a temperature alarm (a "red c") on the 18 cm catheter. The customer increased the coolant, but ultrasound would not start. However, a subsequent report was that the alarm went away and the patient received ultrasound for several hours. Throughout this time the patient continued to receive the ordered thrombolytic drug. When the patient was re-checked, the left side that received ultrasound without interruption "looked great" but the right side with the 18 cm catheter did not look as good. The physician retreated the right side with a new ekos catheter, and the physician said it was a "great result" when they checked a few hours later. No patient injury was reported.